Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics glidelight laser sheath and lead locking device (lld) were in use to facilitate extraction. Careful advancement over the lead took place, with use of transesophageal echocardiography (tee) and control of patient's blood pressure. When the device neared the entry of the superior vena cava (svc), a slight drop in blood pressure was observed. A pericardiocentesis was then attempted, along with use of a rescue device. A sternotomy followed, and a 5-6cm tear was found in the innominate/svc region. The repair of the injury was successful and the patient survived the procedure.